Event description:
Called alleged discrepant low inratio inr results in comparison to an unspecified point of care (poc) inr result. Results are as follows: date: 05/20/2014, inratio inr: 2.6, 2.2 and 2.6, poc inr: 3.3, therapeutic range: 3.0 - 3.5. Time between testing: inratio=2.6 (25 minutes later), inratio = 2.2 (then at least 3 hrs later), poc = 3.3 and then 10 minutes later inratio = 2.6. Customer reports a bruise on her stomach three (3) weeks ago and still has the bruise, but it has decreased in size. She noticed a new bruise yesterday on her arm. No treatments given. She is concerned. Additionally, when she brushes her teeth, she said she bleeds but rinses with a weak solution of peroxide in water. No medical treatment given. There was no reported adverse pt sequela. There was no additional info' provided.

Manufacturer narrative:
Investigation pending.